Manufacturer narrative:
H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Citation: usage trends and safety profile of recombinant human bone morphogenetic protein-2 for spinal column tumor surgery: a national matched cohort analysis event summary: total of 11,198 patients underwent fusion surgery after resection of spinal tumors between 2005 and 2020, with 909 cases reporting the use of rhbmp-2 (8.1%). An annualized analysis revealed that the proportion of spine tumor fusion procedures utilizing rhbmp-2 has been significantly decreasing with the most recent annual utilization rate at 1.1%. At least 3 months after surgery, significantly increased incidences of surgical site and systemic infections were observed in patients who underwent fusion with rhbmp-2. Across all time points, no significant differences were observed in survival, implant removal, revision rates, or new cancer diagnoses. Complications: overall, the most reported complications were urinary tract infection (39.0%), pneumonia (27.9%), acute kidney injury (19.5%), and sepsis (18.7%). When examining complications individually, patients receiving rhbmp-2 sustained increased rates of surgical site infections at 3 months (p = .03), 6 months (p =.01), and 1 year (p = .03) postoperatively. Additionally, the rhbmp-2 cohort experienced a greater likelihood of developing sepsis at all time points (p = .02, p = .02, and p = .05, respectively. Postoperative complications were examined at 1 month, 3 months, 6 months, and 1 year after surgery ¿including acute kidney injury (aki), myocardial infarction (mi), deep vein thrombosis (dvt), spinal abscess, wound complication, surgical site infection (ssi), systemic infection, hematoma, neural injury, pneumonia, pulmonary embolism (pe), transfusion, urinary tract infection (uti), and mechanical implant failure (e.g. Screw loosening, graft failure, rod breakage).

Manufacturer narrative:
D4: product identifier is unknown. G2: updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.